Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retain samples were sent to franklin lakes for appropriate testing for stopper creepout/ stopper pop off. The samples were subjected to a 1st and 2nd stopper pullout test with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off (cap coming off). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the stopper pulled out of the tube. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during detection. Defect: after the tube enters the sorting machine, the tube cap is easy to fall off and turn to blood, causing blood contamination. Impact: no impact on patients or users.

Event description:
It was reported that during use with the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the stopper pulled out of the tube. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during detection. Defect: after the tube enters the sorting machine, the tube cap is easy to fall off and turn to blood, causing blood contamination. Impact: no impact on patients or users.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.